Event description:
Asr revision - right hip.asr xl + s-rom. Reason(s) for revision: s-rom implant broken.

Manufacturer narrative:
(B)(4) 2012. Conclusion and justification status: review of the report provided by bioengineering identified no conclusions, only requests for the return of products or details of any investigation into the failure of the stem product. The investigation shall be closed with an undetermined conclusion due to receipt of insufficient information. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be provided, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - right hip, asr xl + s-rom, reason(s) for revision: s-rom implant broken. Patient lawyer informed (B)(6) on (B)(6) 2012: on (B)(6) 2012 an aseptic breakage of the stem was diagnosed. X-rays and operative notes confirm this. Pinnacle and corail implants were implanted at the revision. Resurfacing to xl patient - this is the 2nd of 2 revisions. See com (B)(4) / (B)(4) for the 1st revision of the resurfacing head. (B)(4) rejected as a duplicate. Notification received (B)(6) 2013, advising: (B)(6) was born on (B)(6). She is (B)(6) cm tall. Our medics noted she weighed (B)(6) kg at implant surgery and (B)(6) at explant surgery (bmi of (B)(6) and (B)(6)). We have no knowledge of her sports activities. Update received: (B)(6) 2014 - added (B)(6) ID, added hospitals: (B)(6), cross referenced, clarified implant dates and advised that previous attachment advised component loosening - taper sleeve. Cup implanted: (B)(6) 2005. Xl products implanted: (B)(6) 2007. All products revised: (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.